Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged after the patient fell. A revision procedure was performed and the lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.